Event description:
An email was received regarding 14" ext set w/0.2 micron filter, clave clear, clamp, rotating luer in which it was reported that the patient was on a large amount of pressors, and the blood pressure dropped due to no flow. The initial reporter stated: the plan was to wait for family to change goc [abbreviation not specified]. Registered nurse noted that the line was backing up with blood past the filter and patient's blood pressure was dropping. Registered nurse replaced the stop cock, and the extension tubing (with filter) and the patient's blood pressure was improved. Registered nurse noticed a piece of plastic stuck in the stop cock that presumably broke off the extension set two devices. The event occurred during infusion. There was a patient involvement and no harm.

Manufacturer narrative:
E1. Additional contacts: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.